Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025 it was reported that on (B)(6) 2025 the end-user was treated in the emergency department for hypoglycemia with a blood glucose of 40 mg/dl following a cgm sensor error, while using the ilet bionic pancreas system. The user was treated with oral carbohydrates and discharged the same day with no long-term health effects.